Event description:
The physician reported that the laptop screen keeps going blank and he can no longer use it. The physician was provided a new laptop. The old laptop was returned for analysis and analysis was completed on (B)(4) 2014. The likely cause for the reported allegation is associated with a defective main battery, and is expected behavior for the battery considering its age. No other anomalies associated with the device performance were identified during the analysis.